Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the user made a puncture into the clanical vein, an attempt was made to insert the guide wire however the wire would not advance. The wire was then removed and it was noted that the wire guide kinked and stretched. Another device was used instead to complete the procedure. No parts of the device remained in the patient. No adverse effect to the patient were reported.